Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (3 mg/ml at .2 g/day) via an implantable infusion pump. It was reported that the patient had a history of diabetes, thyroid problems, goiter, and has had back surgery. The patient was also prescribed phentermine 37.5mg, liothyronine 5mcg and levothyroxine 75mcg. It was reported that the patient had lost over a hundred pounds. It was reported that the hcp was unable to refill the pump during a routine refill appointment. Fluoroscopy was performed and it was subsequently discovered that the patient¿s pump had flipped due to their weight loss the anchoring sutures had become unattached to the fascia. Surgery was performed to flip the pump back over and it was relocated to the patient's posterior abdomen. During the surgery it was discovered that the catheter was extremely tangled and the distal tip had been pulled out of the intrathecal space. The entire catheter was removed and a new one was implanted. The issue was reported to be resolved. The explanted catheter would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The product was returned and analysis found a broken catheter and damage to the transition tube. Analysis also identified significant twisting that may have affected infusion. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.